Event description:
The replacement occurred on (B)(6) and the coverage was fine.

Event description:
It was reported the patient lost weight and the implantable neurostimulator (ins) battery tilted. The patient had less than 50 percent therapy relief. Communication was attempted with the ins using the clinician programmer and there was no response. Both inss were 6-7 years old. The patient was working on approval for replacing and tightening the pocket. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-01916.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).